Event description:
It was reported by plaintiff's atty that the plaintiff allegedly experienced pain, erosion, urinary problems, organ perforation, recurrence, dyspareunia, vaginal scarring, infected sling and persistent stress incontinence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiopulmonary arrest and chronic obstructive pulmonary disease.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.